Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as the visual evaluation of the received ar-21020, lot number:15123151 revealed that the curette ring is broken off at one point (see evaluation picture 3). Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to misuse due to prying/leveraging the device during usage. Further, the handle is discolored (see evaluation picture 1).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the device broke. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with an equivalent device.